Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 810:11 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed this device has been previously serviced for the reported condition.

Event description:
The facility representative reported a colleague infusion pump that experienced an 810:11 failure code. It is unknown which process step this event occurred during. Upon device evaluation by baxter quality engineer, it was determined that this condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.